Event description:
It was reported that there were "low out of range" impedance values in the last 2-3 months. The patient was programmed on electrode configuration 10-11 with impedance of 71 ohms. Previously this electrode configuration measured 1300 ohms. It was stated that the patient is getting "great" therapy with this configuration, and it was indicated that there has been no change in therapy for the patient. No further information was provided.

Event description:
Follow up information received reported that cause of the low impedances was not determined and that the patient was programmed around the impedance issue. It was noted that on follow up visit with the manufacturer's representative the impedance issue resolved and were reported as normal. In additional it was reported that the patient's therapy remained satisfactory. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37642, serial # (B)(4), product type programmer; patient product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension product; ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3389s-40, lot # v477178, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot # v477178, implanted: (B)(6) 2010, product type lead.